Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) was explanted after 13.7 months of service due to suspected premature battery depletion. A different model guidant device was implanted without reported issue. The explanted device has been returned to guidant, where it is undergoing analysis.